Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a small black plastic particle in the tpn bag. This was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to e1:(B)(6). Correction made to g3: date received by MFR: 05/23/2022 (previously submitted as 06/03/2022) h4: the lot was manufactured from august 26, 2021 - august 27, 2021. H10: the device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additional magnified inspection was performed with the fill port cap removed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.